Manufacturer narrative:
Race - requested, not provided. Implanted date: unknown due to unknown date. Explanted date: unknown due to unknown date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they could not insert the hub into the angio-seal device sheath. There was no harm to the patient. Additional information was received march 4, 2019: the procedure performed was a coronary angioplasty. The anchor could not be inserted into the sheath because it was kinked out of packaging. The blood loss was less than 250ml. Hemostasis was achieved by manual compression. The procedure outcome was good.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the h3 section and to provide the completed investigation results. One 6 fr angio-seal sts plus device was received for product evaluation. One carrier tube assembly was received with the bypass tube on its original manufacturing positions. No other accessory components were returned for analysis. Visual inspection revealed that there were two kinks noticed near the slit and tip of the carrier tube assembly. No other deformation or damages were noted throughout the length of the carrier tube. Collagen had expanded as it was likely exposed to blood. No functional testing was possible due to hemostasis sheath was not returned for analysis and the state of the returned device. There is no evidence that this event was related to a device defect or malfunction based on the investigation results, is likely that the carrier tube was inserted into the sheath hub without holding the bypass tube which may have caused the reported event. However, the exact cause of the reported event cannot be definitely determined based on the available information.